Event description:
It was reported that the pump exhibited a motor rate error alarm. A sensor issue on the main printed circuit board and damaged plunger head top were also reported. Patient involvement is unknown.